Event description:
Report received from abbott international (abbott spain) that states. "The kit was used in a pt during labor. The reporter said that after placing the epidural needle, rptr placed the catheter. As rptr jad an unexplained porblem, rptr removed and reintroduced the catheter, then rptr moved completely the catheter and the needle and rptr observed that the catheter was cut off at 4cm of the distal end. They suspect that the piece cut is in the patient's epidural space. An MRI has been planned." Additional info was received from the affiliate: another epidural catheter was placed successfully for pain relief. The measurement of 4cm was an estimated calculation, it was actually 1.5cm. The reporter believes the piece is outside the epidural space since the physician could not reach it. The piece is susepcted to be within the muscle or the yellow ligament. This catheter is not radiopaque. No adverse pt effect has been reported.